Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs indicates a connection issue between the multifunction cable and the device. However, the multifunction cable was not returned as part of this investigation. The logs were cleared and a software upgrade was performed as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.